Manufacturer narrative:
On august 27, 2020, mentor received additional information indicating this was a bilateral complaint. An additional report will be submitted for the contra-lateral side. This report is for the right side device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 7, 2021, mentor became aware the patient experienced autoimmune symptoms including hashimotos, pain, hot and burning sensations, numbness in hands, and anxiety post-operatively. Coding has been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision with mentor smooth round high profile 630cc and experienced a breast mass on the right side post-operatively, which was confirmed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.